Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review found right knee pain with concerns for component loosening. Hyperextension deformity of tibial component w/obvious loosening and some collapse of posterior medial tibial plateau. Patient has had multiple falls and surgeon suspects these may have lead or contributed to the tibial loosening. Revision performed on (B)(6) 2020 found severe particle type synovitis appeared somewhat metallic but no gross black fluid, complete synovectomy performed, noted old bloody synovial fluid. No poly wear. Significant bone loss from osteolysis and osteolytic material and scar tissue debrided from soft tissue and bone. Tibia component found grossly loose within cement mantle. All component removed with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Primary right tka performed on approximately 12 years ago. Subsequently patient developed pain, and was found to have loose component. Revision performed last month where surgeon noted significant osteolysis, synovitis, and found tibia component grossly loose within the cement mantle.